Manufacturer narrative:
H4: device manufactured between november 06, 2019 to november 07, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was further inspected via magnification, and no black foreign material was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was discovered within a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as black foreign material. The pm was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.